Manufacturer narrative:
CAPA: 137164 has been initiated to investigate the issue.

Event description:
Abbott internal testing identified an issue where patient readings were successfully received by the cardiomems backend website and forwarded to merlin.net for post-reading processing. However, due to a missing primary metric record for the patient, both threshold evaluation and notification generation did not occur.